Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), systemic lupus erythematosus ("autoimmune disorders") and endometrial ablation ("endometrial ablation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patients medical history included fatigue. Concurrent conditions included ankylosing spondylitis, pain, migraine, bleeding menstrual heavy, vaginitis, vulvovaginitis, myalgia, myositis and ovarian cyst. Concomitant products included fexofenadine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), nausea ("nausea"), noninfective gingivitis ("dental problems,:inflamation of gums"), iritis ("iritis"), fatigue ("fatigue"), gluten sensitivity ("gluten intolerance"), alopecia ("hair loss"), arthralgia ("joint pain"), back pain ("back pain"), endometriosis ("endometriosis pain") and adnexa uteri pain ("cyst pain") and was found to have weight increased ("weight gain,") and oestradiol decreased ("hormonal changes describe: even though I have an ovary remaining, I had to go on estrogen after hysterectomy"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the systemic lupus erythematosus, endometrial ablation, nausea, noninfective gingivitis, dysmenorrhoea, iritis, fatigue, weight increased, gluten sensitivity, alopecia, abdominal pain, oestradiol decreased, arthralgia, back pain, endometriosis and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, dysmenorrhoea, endometrial ablation, endometriosis, fatigue, gluten sensitivity, iritis, nausea, noninfective gingivitis, oestradiol decreased, pelvic pain, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion.. Pathology test - on (B)(6) 2012: specimen a is received in formalin labeled with the patient's name and "left fallopian tube and coil" is a fallopian tube measuring 8 x 0.6 x 0.5 cm including a fimbriated end. A foreign object which appears to be coiled wires present measuring 7 x less than 0.1 x 0.1 cm. The fallopian tube is sectioned and is representatively submitted in one cassette. Specimen b is received in formalin labeled with the patient's name and "right fallopian tube with coil" is a fallopian tube measuring 5 x 0.5 x 0.4 cm. A fimbriated end is present. The specimen is sectioned. A foreign object which appearing to be coiled wire is present within the fallopian tube and the coiled wire measures 6 cm x less than 0.1 x less than 0.1 cm. The fallopian tube is representatively submitted in one cassette. Specimen c is received in formalin labeled with the patient's name and "left ovarian cyst wall" is hemorrhagic cystic tissue measuring 4 x 2.5 x 0.2 cm. The specimen is representatively submitted in one cassette including the majority of the specimen. Ultrasound scan - on (B)(6) 2012: no ovarian torsion. Prominent adnexal vessels. Rule out pelvic congestion syndrome. Retroverted uterus. Nabothian gland cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abdominal pain most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received.reporters information updated.autoimmune disorders were updated to lupus.event:ablation, hormonal changes describe: even though I have an ovary remaining, I had to go on estrogen after myhysterectomy, autoimmune disorder type of disorder: lupus, nausea, dental problems, dysmenorrhea (cramping), pain, vision/eye problems type: iritis, fatigue, weight gain, gastrointestinal or digestive system condition type: gluten intolerance, hair loss, abdominal pain, joint pain , back pain were added.lab data, concomitant drugs, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), systemic lupus erythematosus ("autoimmune disorders, type of disorder lupus (sle)") and endometrial ablation ("endometrial ablation") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue. Concurrent conditions included ankylosing spondylitis, pain, migraine, bleeding menstrual heavy, vaginitis, vulvovaginitis, myalgia, myositis and ovarian cyst. Concomitant products included fexofenadine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), nausea ("nausea"), noninfective gingivitis ("dental problems,:inflammation of gums"), iritis ("iritis"), fatigue ("fatigue"), gluten sensitivity ("gluten intolerance"), alopecia ("hair loss"), arthralgia ("joint pain"), back pain ("back pain"), endometriosis ("endometriosis pain") and adnexa uteri pain ("cyst pain") and was found to have weight increased ("weight gain,") and oestradiol decreased ("hormonal changes describe: even though I have an ovary remaining, I had to go on estrogen after hysterectomy"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the systemic lupus erythematosus, endometrial ablation, nausea, noninfective gingivitis, dysmenorrhoea, iritis, fatigue, weight increased, gluten sensitivity, alopecia, abdominal pain, oestradiol decreased, arthralgia, back pain, endometriosis and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, dysmenorrhoea, endometrial ablation, endometriosis, fatigue, gluten sensitivity, iritis, nausea, noninfective gingivitis, oestradiol decreased, pelvic pain, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Lower abdominal pain/pelvic pain: initially it decreased, then the pain changed. It resolved the one type of pain, then I developed other pain (endometriosis and cysts). Dob reported as (B)(6) 1977. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2012: specimen a is received in formalin labeled with the patient's name and "left fallopian tube and coil" is a fallopian tube measuring 8 x 0.6 x 0.5 cm including a fimbriated end. A foreign object which appears to be coiled wires present measuring 7 x less than 0.1 x 0.1 cm. The fallopian tube is sectioned and is representatively submitted in one cassette. Specimen b is received in formalin labeled with the patient's name and "right fallopian tube with coil" is a fallopian tube measuring 5 x 0.5 x 0.4 cm. A fimbriated end is present. The specimen is sectioned. A foreign object which appearing to be coiled wire is present within the fallopian tube and the coiled wire measures 6 cm x less than 0.1 x less than 0.1 cm. The fallopian tube is representatively submitted in one cassette. Specimen c is received in formalin labeled with the patient's name and "left ovarian cyst wall" is hemorrhagic cystic tissue measuring 4 x 2.5 x 0.2 cm. The specimen is representatively submitted in one cassette including the majority of the specimen. Ultrasound scan - on (B)(6) 2012: no ovarian torsion. Prominent adnexal vessels. Rule out pelvic congestion syndrome. Retroverted uterus. Nabothian gland cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abdominal pain. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received: event outcome of pelvic pain and lower abdominal pain were updated. Reporter causality comments were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.